Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer noticed the reservoirs were snapping when twisting to the right during the process where they are being connected to the tubing connector. Customer stated that some were loose and some were snug. Customer reported that the insulin was leaking from the reservoir. Customer's blood glucose level was 330 mg/dl. Customer refused to troubleshoot for high blood glucose level. Customer stated that the location of the leak is at the cap. Customer found that all the components were present but the white cap was not locking, but it is topping off. Customer found the leak was at the bottom of the white cap. Customer wants to return the reservoir and transfer guard. Customer stated that 5 reservoirs would snap at the cap. No additional information provided.